Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient was hospitalized due to titration of the drug. After an unspecified period of time, the patient experienced abdominal pain. The patient was examined by the general surgeon. An infection was diagnosed and oral intake was stopped. The patient was treated with biteral ampoule 2x1 IV and iesef 1000 mg 2x1 IV. According to the physician, infection can occur around the stoma, inside the stomach or bowel depending on the peg-j tube placement. Therefore antibiotic treatment was started as prophylaxis. The infection was recovered and patient was discharged on (B)(6) 2017.